Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd881474, gd881417, gd879908, gd880757) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. This is report 1 of 2 involved in this peritonitis event.

Event description:
This is a spontaneous nurse report from (B)(6) of peritonitis in a (B)(6) male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. In 2009, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) and dianeal pd4 ultrabag (dose, frequency, and lot number not reported). During a call to baxter customer service, the nurse reported the following. On (B)(6) 2010, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. The patient was discharged from the hospital on (B)(6) 2010. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. The nurse reported that the peritonitis was unrelated to dianeal therapy.